Event description:
During an explantation of a humeral nail, the hexagon tip of the screwdriver twisted while removing the distal locking screw. No adverse consequences or surgical delays were reported.

Manufacturer narrative:
Summary of eval: eval results indicate that this event is design related.